Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 2067l, rf (radio frequency) head. Product ID: 229047, analyzer. (B)(4).

Event description:
It was reported the programmer loses contact with the rf (radio frequency) head. Multiple rf heads were tried with the same result. It was also reported the programmer works on few patients and then stops communicating with the rf head. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. It was noted that the audio loopback test was out of specification, as a result the microphone was replaced.

Event description:
It was reported the programmer loses contact with the rf (radio frequency) head. Multiple rf heads were tried with the same result. It was also reported the programmer works on few patients and then stops communicating with the rf head. The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.